Event description:
We received a report that after implanting an intraocular lens (iol), the patient experienced an unexpected post-operative refraction in the left eye. The reporter indicated that the implantation procedure was uneventful and the iol oriented easily. However, at one month post-op visit and patient required a secondary procedure, so the lens could be repositioned.

Manufacturer narrative:
(B)(4). Batch records were reviewed and showed no deviations or nonconformities. Diopter measurement records were verified and shown to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, no response was received. (B)(4). All pertinent information available to abbott medical optics has been submitted.